Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low blood glucose levels. The customer's blood glucose reading was 49 mg/dl. The customer treated with food and glucose tablets and her reading went up to 74 mg/dl. The customer declined to troubleshoot due to knowing that she naturally goes hypoglycemic in the mornings. The customer was advised to monitor the device and readings and call back if problems persisted.